Event description:
It was reported that the day following a catheter revision (see MFR's report #3007566237201002220), the pt experienced symptoms of overdose with low blood pressure. It was noted that following the revision the dose had been decreased. The pump was used to deliver morphine, clonidine and baclofen. Per the reporter, the hcp believed it was a response to the clonidine, but was treating as though the pt had an overdose. The pump was stopped initially; the next day, the hcp refilled the pump with morphine only. A few days later, the pt's blood pressure was stable and the pt was being sent home. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).